Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-1884. Troubleshooting was performed and the issue was not resolved. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1880, mmt-1884 were requested for return.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Successfully downloaded history files and traces using thump. No unexpected power/battery related alerts/alarms or alerts/alarms that could trigger an open book on the event date or seven days prior to the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion on the electronic assemblies were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, cracked keypad overlay, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, and scratched case. Open book was confirmed during testing due to corrosion on the electronic assemblies. Unable to verify blank display anomalies due to open book. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.